Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced small/large claw, front cover, rear case, lt/rt handle, barrel clamp, tube drive, sleeve drive, wiper seal, grommet std rubber, bottom plate carriage and rt iui. Performed calibration. A review of the device history record showed the device had a manufacture date of 26apr2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to broken/damaged small and large claw 8110-8120. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported that the device is broken/damaged. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. H3 other text : device will be evaluated, investigation results pending.

Event description:
The customer reported that the device is broken/damaged. There was no patient involvement.